Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was trialing for a neurostimulator for spinal cord stimulation. It was reported that the patient had a trial done about a month and a half ago. Caller stated they had called into patient and technical services (pats) before the trial was done but the risks of trial were never gone over with them. Pss reviewed that a hematoma is an adverse event of the spinal cord stimulator (scs) device. Caller stated that the patient got a severe infection from the device and had been in the hospital for 3 weeks now. It was reported that it created an abscess and a hematoma by the nerve and she had to be on IV antibiotics for 3 weeks now and in severe pain. The patient reported that the hcp came in and "kind of admitted it was his fault". Caller called to let pss know that the manufacturer should make patients aware of this potential risk of the implant. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.